Event description:
It was reported, the patient had great coverage on their left back and leg, but had no coverage on their right side at max stimulation. It was noted, the patient had high impedance on electrodes 1 and 3. Additional information received reported that the patient did not have stimulation coverage on their right side. It was noted, the patient met with a manufacturing representative for reprogramming, but they could not get stimulation to cover the patient¿s right side. The reporter stated they ¿cranked¿ stimulation up on the right side, but the patient felt nothing. It was noted, the patient had a couple of high impedances. It was further noted, the patient¿s healthcare professional was considering a lead revision. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377860, lot# v007062, implanted: 2006 (B)(6); product type lead product ID 377860, lot# v007062, implanted: 2006 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger. (B)(4).